Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. It was reported that the patient was having suicidal ideations and kept disconnecting their driveline. The heartmate 3 left ventricular assist system instruction for use (IFU) warns that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Section 7 includes the driveline disconnected alarm and proper action to resolve the alarm. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23-august-2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s family member contacted the heart failure center stating that the patient was having suicidal ideations and that the patient kept disconnecting the driveline. The patient was sent to outside hospital for further evaluation. No additional information was provided.